Event description:
It was reported that the following alarms were posted during use: "pressure negative, pressure apnea, fresh gas low". No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The analysis was performed based on the submitted information including the electronic log file of the device. On the reported date of event, (B)(6) 2025 no entries have been found. But the reported problem could be traced back to (B)(6) 2025 as on that day an entry was found indicating that the airway pressure (paw) has gone very negative during ventilation. In this case the piston pressure controller stops the ventilator temporarily as a precaution and the device alarms for "ventilator fail". Manual ventilation remains possible. There are various causes for this log entry e.g. Sticking auxiliary air valve, issues with the paw sensor or with the processor board. During on-site inspection the ventilator lid which also includes the auxiliary air valve was found to be outdated and was replaced. The device was ran for an extended period without showing any further failure. The device was tested and confirmed to be operating per manufacturer's specification. It can be concluded that most likely a sticking auxiliary air valve has caused the reported issue. It is known from previous complaints that this valve tends to stick if the cleaning recommendations laid down in the instructions for use are not followed. The device has reacted to the situation as specified by shut down of automatic ventilation and posting corresponding alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the following alarms were posted during use: "pressure negative, pressure apnea, fresh gas low". No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.